Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial surgery, the instrument broke during trialing. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. No known impact or consequence to the patient. No adverse events were reported as a result of this malfunction. All available information has been provided.